Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A report of high capture thresholds on the atrial lead during a new implant was received. The lead was exchanged for another lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.